Event description:
It was reported that the ventilator generated a technical error code indicating an internal memory error. There was no patient harm. (B)(4).

Manufacturer narrative:
No service was requested, the user facility uses a third party service provider for repair and service. Provided information stated that the control pc (printed circuit) board was replaced. No parts were returned for investigation and no ventilator logs were provided. Since no ventilator logs were provided and the replaced control pc board was not returned for investigation, the root cause of the reported event has not been determined. H3 other text : 4117

Event description:
Manufacturer's ref #: (B)(4).